Manufacturer narrative:
The insulin pump was received with critical pump error open book image and pump error 35 was present in formatted history file and long trace file due to severe corrosion on force sensor assembly also, moisture damage on motor assembly and corrosion on all electronic assemblies. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. The insulin pump had deep scratches on the display window cover, scratched casing, minor scratches on the lcd window, pillowing keypad overlay, damaged keypad overlay texture, cracked case on the battery tube area and peeling end cap address label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed critical insulin pump error alarm. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.